Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to fracture. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction, but was unable to advance past the superior vena cava (svc)/ra junction; therefore, both were switched to spectranetics lld ez lead locking devices (lld ezs). However, the lld ez on the rv lead, would not go beyond the same point, so it was removed and replace with the same lld #2. Beginning with a spectranetics 14f glidelight laser sheath and spectranetics medium visisheath dilator sheath, the ra lead was removed successfully. Then, on the rv lead with the same glidelight and visisheath, advancement was made to the superior vena cava (svc), where progress stalled. A spectranetics 13f tightrail rotating dilator sheath (long) was used and advancement was made within the svc, where resistance was met due to binding. The tightrail was then pulled back and re-advanced, but the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation in the svc was discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A6) patient race - not available from facility. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.